Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on september 14, 2019 due to high blood glucose level of 500 mg/dl. The customer had been using the insulin pump within 48 hours of high blood glucose event. The customer could not mention about the treatment and symptoms during hospitalization as the call hung up. The customer stated that the insulin pump was not on auto mode at the time of the incident. The insulin pump will not be returned for analysis.